Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was over 400 mg/dl. Customer's husband stated the customer was treated with a manual injection. Customer also inquired about air bubbles. The customer declined to troubleshoot for their air bubbles. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.